Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.0/0.5/97 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was removed due to lens opacity, asc that was observed in (B)(6) 2023. Cause of the event is unknown. Reportedly, "surgeon told: lens opacity was not product related." The problem was resolved. The reporter also stated, "the surgeon explanted the icl and implanted a monfocal iol all fine! Patient is happy."